Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation, the console was unable to display an accurate rpm readout. A rotablator rotational atherectomy system console was selected for rotational atherectomy. During preparation, it was noted that the rotablator console rpm display was not working while the rest of the system was working properly. Procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Corrected batch number from rc2531 to rc2398. Additional information: device manufactured date april 1992. Updated: device available for evaluation, returned to MFR. Device returned to manufacturer: the device was returned for analysis. The console was tested using a gold foot pedal and a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 66 krpm; the maximum turbine rotational speed reached was 210 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. Dynaglide mode exhibited a slight fluctuation, the initial rotational speed was 66 krpm, drifting down to 64 krpm. There was a small gas/air leak at the internal regulator which did not affect the console functionality. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during preparation, the console was unable to display an accurate rpm readout. A rotablator rotational atherectomy system console was selected for rotational atherectomy. During preparation, it was noted that the rotablator console rpm display was not working while the rest of the system was working properly. Procedure was completed with a different device. There were no patient complications reported.